Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found error 32056 was confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm agc current was found to be failing on the yaw axis prompting error 32056, replicating the reported event. Once testing was completed, the yaw search light (sl) flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to failed communication of the yaw searchlight ffc in the usm.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that arm 2 was disabled and the system showed a 32056 error on that arm. The system started normally in a three arm configuration, but all four arms were needed. Tse had the user power cycle the system and then perform a hard power cycle, but the error returned after each restart. The user planned to abort to another dv system to continue with the procedure. No known impact or patient consequence was reported.